Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and pregnancy with contraceptive device ("pregnancy") in a 27-year-old female patient who had essure (batch no. C51079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure device had failed". The patient's past medical history included multigravida, parity 3, bacterial vaginosis and hyperemesis gravidarum. Concomitant products included ibuprofen since 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal cramping"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and nausea ("nausea"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced mood swings ("mood swing") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with amenorrhoea. In (B)(6) 2017, the patient experienced libido decreased ("sexual desire decreased"). On an unknown date, the patient experienced back pain ("back pain"), migraine ("migraines"), vaginal infection ("vaginal infection"), headache ("headaches") and malaise ("sickness during pregnancy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, mood swings, vaginal infection, headache, anxiety, vaginal discharge, libido decreased, nausea and malaise outcome was unknown and the abdominal pain, back pain and migraine had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, fatigue, headache, libido decreased, malaise, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on or about (B)(6) 2016 patient presented with complains of missed periods and underwent an ultrasound which revealed no fetal heart tones and the possibility of early pregnancy, ectopic gestation and/or possible miscarriage. Subsequently, plaintiff leamed that her essure device had failed and was diagnosed with pregnancy following essure placement.she will have surgery to remove the essure implant in (B)(6) 2017. Need for additional surgery. Diagnostic results: (B)(6) 2015: ultrasound pelvis: revealed bilateral essure was appropriately positioned and confirming full occlusion of plaintiff's fallopian tubes. (B)(6) 2016: ultrasound scan: which revealed no fetal heart tones and the possibility of early 28 pregnancy, ectopic gestation and/or possible miscarriage. Subsequently, plaintiff leamed that her essure device had failed and was diagnosed with pregnancy. Urine pregnancy test negative most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record received : event abnormal vaginal bleeding, menorrhagia, dysmenorrhea, fatigue, mood swing, vaginal infection, headaches, anxiety, vaginal discharge, sexual desire decreased, nausea, sickness added. Concomitant medication added, medical history added, reporters added, lab data added, lot number addded incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and pregnancy with contraceptive device ("pregnancy") in a 27-year-old female patient who had essure (batch no. C51079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure device had failed". The patient's past medical history included multigravida, parity 3, bacterial vaginosis and hyperemesis gravidarum. Previously administered products included for an unreported indication: depo provera from 2012 to (B)(6) 2013 and depoprovera in 2011. Concomitant products included debendox [doxylamine succinate,pyridoxine hydrochloride] from 2016 to 2017, ibuprofen since 2015, medroxyprogesterone (depo provera) from (B)(6) 2015 to may 2016, oxycocet (percocet) and ranitidine hydrochloride (zantac) since 2012. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal cramping"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and nausea ("nausea"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced mood swings ("mood swing") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with amenorrhoea. In (B)(6) 2017, the patient experienced libido decreased ("sexual desire decreased"). On an unknown date, the patient experienced back pain ("back pain"), migraine ("migraines"), vaginal infection ("vaginal infection"), headache ("headaches") and malaise ("sickness during pregnancy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, mood swings, vaginal infection, headache, anxiety, vaginal discharge, libido decreased, nausea and malaise outcome was unknown and the abdominal pain, back pain and migraine had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, fatigue, headache, libido decreased, malaise, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on or about (B)(6) 2016 patient presented with complains of missed periods and underwent an ultrasound which revealed no fetal heart tones and the possibility of early pregnancy, ectopic gestation and/or possible miscarriage. Subsequently, plaintiff leamed that her essure device had failed and was diagnosed with pregnancy following essure placement.she will have surgery to remove the essure implant in (B)(6) of 2017. Need for additional surgery. Diagnostic results: (B)(6) 2015: ultrasound pelvis: revealed bilateral essure was appropriately positioned and confirming full occlusion of plaintiff's fallopian tubes. (B)(6) 2016: ultrasound scan: which revealed no fetal heart tones and the possibility of early 28 pregnancy, ectopic gestation and/or possible miscarriage. Subsequently, plaintiff leamed that her essure device had failed and was diagnosed with pregnancy. Urine pregnancy test negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure device had failed". On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 19 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In december 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with amenorrhoea. On an unknown date, the patient experienced abdominal pain ("abdominal cramping"), back pain ("back pain") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (removal of essure implant). Essure was removed in november 2017. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown and the abdominal pain, back pain and migraine had not resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: on or about december 12, 2016 patient presented with complains of missed periods and underwent an ultrasound which revealed no fetal heart tones and the possibility of early pregnancy, ectopic gestation and/or possible miscarriage. Subsequently, plaintiff leamed that her essure device had failed and was diagnosed with pregnancy following essure placement.she will have surgery to remove the essure implant in november of 2017. Need for additional surgery. Diagnostic results: 24-nov-2015: ultrasound pelvis: revealed bilateral essure was appropriately positioned and confirming full occlusion of plaintiff's fallopian tubes. 12-dec-2016: ultrasound scan: which revealed no fetal heart tones and the possibility of early 28 pregnancy, ectopic gestation and/or possible miscarriage. Subsequently, plaintiff leamed that her essure device had failed and was diagnosed with pregnancy. Most recent follow-up information incorporated above includes: on 17-nov-2017: follow up received from summons-reporter added, device category other event was removed and kept incident for the event pelvic pain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure device had failed". On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 19 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with amenorrhoea. On an unknown date, the patient experienced abdominal pain ("abdominal cramping"), back pain ("back pain") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown and the abdominal pain, back pain and migraine had not resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: on or about (B)(6) 2016 patient presented with complains of missed periods and underwent an ultrasound which revealed no fetal heart tones and the possibility of early pregnancy, ectopic gestation and/or possible miscarriage. Subsequently, plaintiff leamed that her essure device had failed and was diagnosed with pregnancy following essure placement. She will have surgery to remove the essure implant in (B)(6) 2017. Need for additional surgery. Diagnostic results: (B)(6) 2015: ultrasound pelvis: revealed bilateral essure was appropriately positioned and confirming full occlusion of plaintiff's fallopian tubes. (B)(6) 2016: ultrasound scan: which revealed no fetal heart tones and the possibility of early 28 pregnancy, ectopic gestation and/or possible miscarriage. Subsequently, plaintiff leamed that her essure device had failed and was diagnosed with pregnancy. Most recent follow-up information incorporated above includes: on (B)(6) 2017: after internal review, essure device removal, non-drug treatment and action taken with drug were adjusted accordingly. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.